Event description:
Customer reported that during training, the defibrillator displayed a charging fault. No reported pt involvement. Service rep unable to duplicate reported condition. Proper operation of the device was confirmed.